Manufacturer narrative:
It was reported a piece of a frazier suction tube broke and fell into a surgical site. The suction tube broke at the hub during use. The broken piece was easily identified and removed by using a forceps. The procedure continued without further incident. There are many unknowns in regards to this incident including the technique of the surgeon, if any pressure was applied to the suction tube, and if this occurred on initial use of the suction or after it had been used throughout the procedure. An injury or delay did not occur. The suction tube was not returned and a root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a piece of a frazier suction tube broke and fell into the surgical site.